Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during the coil embolization procedure at the ba (basilar artery), the physician advanced the guidewire (subject device) and microcatheter to reach the lesion. Then the distal of the guidewire fractured during withdrawal and the broken part fell in the microcatheter. So the physician took the broken part out and completed the procedure with another new product. No clinical consequences reported to the patient.

Event description:
It was reported that during the coil embolization procedure at the ba (basilar artery), the physician advanced the guidewire (subject device) and microcatheter to reach the lesion. Then the distal of the guidewire fractured during withdrawal and the broken part fell in the microcatheter. So the physician took the broken part out and completed the procedure with another new product. No clinical consequences reported to the patient.

Manufacturer narrative:
D4- expiration date updated. D10- device evaluation updated. H3- device evaluation & summary attached updated. H4- manufacturing date updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the distal 13cm section of the guide wire was broken from the guide wire. A functional test could not be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis and found to be broken/ fractured, confirming the reported event. The break / fracture was sem tested and the fracture surface suggests this is a ductile fracture caused by tension forces. There was no evidence of any material anomalies or inclusions. It is probable that the device was damaged as a result of advancing through the tortuous anatomy causing it to break/ fracture, therefore assignable cause of procedural factors will be assigned to reported issue.